Event description:
Customer reported that the cupola was not moving as usual during a surgery. The hospital did not report injuries. (B)(4).

Manufacturer narrative:
The medical staff evaluated the device and found a visible crack on the spring arm weld seam. A local dealer replaced the spring arm with a new one, and verified the other similar units in the facility. This malfunction was previously addressed in the u.s. Through a device correction: FDA number z-0182-188-2010. (B)(4). Exemption # (B)(4). Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.